Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration, the bearing and gear were corroded, and the thimble was missing the color ring. It was further determined that the device failed pre-test for vibration assessment. The assignable root cause of these conditions was determined to be due to wear from normal use over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine it was observed that the angle attachment device stopped working when pressure was applied. During in-house engineering evaluation it was observed that the device had vibration. It was reported that there was a 30-minute delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.